Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006: the patient was pre-operatively diagnosed with: degenerative disc disease l3-l4. Status post l4-l5 fusion with retained nonsegmental spinal stabilization hardware and underwent the following procedures: posterior lumbar interbody fusion l3-l4 done for degenerative disc disease l3-l4. Removal of non segmental spinal stabilization screws (polyaxial screws ) at l4 and l5 bilaterally (4 screws). Insertion of prosthetic device in the intervertebral disc space at l3-l4 done through a t-lift approach left side using peek cage done for degenerative disc disease l3-l4. Posterior lateral fusion l3-l4 done for degenerative disc disease l3-l4 (360 degree fusion on right). Segmental spinal stabilisation l3 to l5 bilaterally using polyaxial screws stabilization l3 to l5 bilaterally using polyaxial screws done for degenerative disc disease l3-l4. Autograft using local bone same incision for lumbar spine fusion. As per op-notes, " put a piece of bmp across the midline and then a 10 x 26 mm peek cage ... Already had the hole for the l5 on both sides, left at the l4. Then put in 6.5 x 45 mm polyaxial screws , connected these with slightly bent rods bilaterally, then compressed down gently trying to restore lordosis .. " the patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.